Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a trupulse¿ generator. About 15 ablations completed. On the 3rd out of 3 pulses delivery, the generator shut off unexpectedly. During the shutoff, the trupulse¿ generator monitors flashed out and they both began a rebooting sequence. On the primary trupulse¿ generator monitor, the message read - carto® 3 system initializing, and the trupulse¿ system restarted. They could continue with the procedure. The issue was only experienced once. No patient consequence reported.